Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella for mechanical circulatory support. During support, the patient experienced access site bleeding and a hematoma. The patient was administered a blood transfusion. Survival outcome at explant noted the patient expired due to multiple organ failure. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2024-24438. H6 investigation conclusions code 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-24438.